Event description:
The customer received a questionable high result from coaguchek xs meter serial number (B)(6) for one patient. The result from the meter at 11:00 am was 4.6 inr and the result from a laboratory using dade innovin reagent at 11:10 was 3.4 inr. The patient was told to hold the warfarin dose after receiving the meter result, but was advised not the change the dose after receiving the laboratory result. There was no allegation of an adverse event. The patient was not anemic, had no heparin, no antiphospholipid antibodies, no direct thrombin inhibitors, no new medications, no diet changes, no illnesses, and no bleeding or bruising. The therapeutic range was 2.5 inr ¿ 3.5 inr. The suspect meter and strips were requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.

Manufacturer narrative:
Not evaluated reason: na.